Event description:
The customer reported that forceps broke inside the channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, foreign material was observed clogging the suction channel in the universal cord. This report is being submitted for the malfunction found by service during the device evaluation (foreign material). Additional details have been requested regarding the reported event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is presumed that the clogged suction channel was the result of incorrect reprocessing or handling of the device. However, a definitive root cause could not be determined. In addition, service found a liquid leak into the scope connector due to handling. The bending angulation was insufficient due to stretching of the angle wire. There was play in the angle knob due to stretching of the angle wire. Wrinkles were observed on the insertion tube, due to external factors. Stains were observed on the control section that were difficult to remove. Several of the device components demonstrated scratches due to external factors. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up with the customer discovered that the cleaning brush got caught during cleaning and could not be pulled out. This was confirmed by service when they found the tip of the damaged brush came out.